Event description:
It was reported that in (B)(6) 2012, the patient had surgery to fix the wires due to when the patient turned the voltage up to high it was burning in the middle of her back. It was noted that the patient falls all the time but it was helping with the patient¿s symptoms. For the past month prior to this report the burning sensation was happening again. The patient only had one program in her programmer but said she had four. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v846431, implanted: 2012 (B)(6); product type lead product ID 3093-33 lot# v846431, implanted: 2012 (B)(6); product type lead. (B)(4).